Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article, the mesh contraction after 1 year is not a clinical issue for an intraperitoneal large pore mesh or a retromuscular small pore mesh. It does not correlate to postoperative pain.

Event description:
Article received titled "long term retromuscular and intraperitoneal mesh size changes within a randomized controlled trial on incisional hernia repair, including a review of literature". The article assessed mesh size changes and dislocation in the intraabdominal and retromuscular positions in incisional hernia repair. Adverse events noted in the report included dislocation, pain and recurrence.